Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys pth (pth) on a cobas e 411 immunoassay analyzer. (B)(6). No questionable results were reported outside of the laboratory. The pth reagent lot number was 58361204 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The calibration signals for level 1 were acceptable, but the calibration signals for level 2 were too low. Instrument performance test results were acceptable. The customer did not provide any additional information for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.